Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had been reset multiple times when it alarmed. The reporter stated that everyone was having trouble with the baxter products particularly the bags not dispensing properly. The event happened on baxter's 3rd floor-west. The intravenous solutions would not completely dispense, but alarm stating completed. The nurses have to come in multiple times and reset the machines to dispense the remainder of the solutions in the bag. The staff have to reset the machine up to 3 times per 1000 ml bag. There was a patient involved but it was unknown if there was any injury. No additional information is available.